Event description:
While wearing ciba vision o2 optix contact lenses, patient experienced severe eye discomfort and acquired an ocular infection. Patient has been wearing this brand of contact lenses for 2 years and has not had any vision/contact problems prior to this incident. Informed of voluntary trade-level recall and advised to check lot numbers on contact boxes. Patient did have one box of the recalled lenses.